Event description:
The customer reported that the cine function was not operating properly. A loss of cine functions could result in undue pt delay or termination. Rescheduling of a procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board, the cine drive, and the cine backplane. The system operates as intended.